Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10080 vascular stent graft allegedly experienced partially deployed. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.